Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
During a site visit, it was reported to a bd representative that keypad malfunction on 11e. The clinician being unable to use the channel select key sent the device to biomed. There was no patient involvement. No further information is available.